Manufacturer narrative:
Clinical investigation: a temporal relationship between pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis exists. However, there is no evidence that supports the patient¿s peritonitis event was caused by a liberty select cycler/ liberty cycler set malfunction or product deficiency. At this time, the source of the patient¿s proteus peritonitis cannot be determined. Proteus species are known colonizers in the human gastrointestinal tract and therefore it is possible the peritonitis infection developed from cross contamination from the gut. Should additional information become available this clinical investigation will be updated accordingly. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
During follow-up for a separate event, it was reported a peritoneal dialysis (pd) patient went to the emergency room (ER) on (B)(6) 2018 and was admitted to the hospital for peritonitis. The patient¿s pd effluent was positive for the organism proteus penneri. The patient was treated with an unknown antibiotic during hospitalization. The patient was discharged on (B)(6) 2018 and is reported to have recovered from the event. No further information regarding the patient¿s hospitalization is known as the hospital discharge summary is not available. The patient¿s pd nurse was not able to identify the cause of the patient¿s proteus penneri peritonitis.